Event description:
It was reported that during a lar procedure, a part of the staple line was not stapled at 1st firing. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Tracking # 454975-0. Date sent: 06/12/2006. A1, 2, 3, 4, b6, 7; d11: information was not provided by the affiliate. D4, h4: information is unavailable; device was not returned for evaluation.